Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional (hcp) contacted boston scientific technical services (ts) and inquired about programming for optimization for the patient implanted with this pacemaker. Several programming changes were noted to have already been made; however, the patient complained that their heart rate increased too fast with activity. It was noted that the patient is very active. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.